Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as patient made a mistake. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with injection amikacin (150 milligram, intraperitoneally, 3 bag only, duration and frequency not reported) for the event of peritonitis. The outcome of the peritonitis event was not reported. The pd therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis was manifested with cloudy peritoneal effluent. On an unreported date, the patient's antibiotics were changed to gentamycin (dose, duration, frequency and route not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.